Event description:
The user facility reported that while the table was in a side tilt position with the patient in reverse orientation, the patient reportedly slid off of the table. When the patient slid off of the table, the table had already been placed into a side tilt position. Following the event, the or staff requested the facility's maintenance department inspect the table. The or staff reported that the table did not experience any problems that contributed to the incident. The maintenance staff discovered that the back section would not return to level automatically using the hand control however all other functions of the table were found to be operating properly. The maintenance department then contacted steris to inspect the table. It cannot be confirmed if there were any procedural delays/cancellations or injuries associated with the reported event as the hospital is not willing to provide further details.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and confirmed the return to level function would not work correctly. The back section would not level up or down in response to the level button on the hand control being depressed. The technician also noted that the trend/reverse trend would not respond to the hand control however would respond with the table's override switches. Further troubleshooting revealed that the solenoids operating the back up and back down functions were only receiving 14vdc when the level function was initiated at the hand control. This is indicative of an issue with the power supply board. The solenoids that control all other functions on the table were found to be working correctly indicating that they were receiving the proper voltage from the power supply control board. The technician determined that new power supply installed by the facility's maintenance was not working properly. This was the root cause of the return to level function not working properly as the power supply controls the solenoids to the back up and back down function. The technician replaced the power supply board, correcting the voltage problem to the solenoids, tested the unit and confirmed the unit met all specifications. As it was reported to steris, the table was not being articulated at the time of the reported event. However, in the event that the facility had been articulating the table they would not have actuated the return to level function, rather the tilt function to resume a flat table. The tilt function of the table was found to be operating correctly. The or would not comment whether the patient was properly secured in accordance with recommended positioning practices. The 3080sp operator manual states under safety precautions, "warning-personal injury hazard: unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." The table subject of the reported event has been in use for approximately 18 years and is not under a steris pm agreement or warranty. The table is maintained by the hospital's maintenance department. The repair in this event is the only repair steris has performed in the history of the table. Additionally, this model surgical table was the subject of a 2007 obsolescence notice stating that steris will no longer fully support the table. The facility's risk management department has informed steris that their internal investigation of the event has been completed and "the table did not play a role in the patient sliding" for this reported event.